Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was not reported. On unreported dates, the patient was hospitalized due to the peritonitis and began treatment with cephalosporin and vancomycin (doses, frequencies and routes not reported). Pd therapy was ongoing during hospitalization. At the time of this report, the peritonitis was not resolved, the patient was not recovered and dianeal therapy was ongoing. No additional information is available.